Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During device preparation, the clip opened while testing the lock. Troubleshooting was preformed and the clip continued to open. A new clip was selected and implanted successfully. The final mr was reduced. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.